Event description:
Patient describes the pen needle as "not coated." She draws blood when she injects herself and the needle "hurts very badly" when she injects herself. Also called in on (B)(6) 2017 and sent out replacement for the same item 832081.